Event description:
It was reported by the customer, the connector/adapter on the 4kcamera head was hard to connect/could not be connected to the video system center. No patient harm reported. During the evaluation of the device, it was noted error message e224 was displayed on the screen and image was not present due to shortage in cable. This report is to capture the reportable malfunction of error message e224 was displayed on the screen and image was not present due to shortage in cable noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The focus ring was worn out and the rear cover label was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that a communication failure occurred due to cable failure and e224 error occurred. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "·do not coil the camera cable with a diameter of less than 20 cm. The camera cablemay be damaged. ·never excessively pull the camera cable, but straighten it gradually when it iscoiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.the camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the cameracable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor the field performance of this device.